Event description:
Organization contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an permanent out of range signal.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of intermittent out of range could not be confirmed.